Manufacturer narrative:
A siemens healthcare diagnostics inc. (Siemens) technical application specialist (tas) was dispatched to the customer site. The tas checked the alignments on the dimension rxl max system and determined that there were no issues with the dimension rxl max system. The daily internal quality controls and calibration data were recovering within expected ranges. A siemens headquarter support center (hsc) specialist reviewed the event data. The instrument was reported to have all maintenance up to date. Hsc could not determine the cause of the discordant result. False negative hcg results are often related to specimen sample integrity. Fibrin can cause positive or negative outliers and air bubbles on top of the specimen can interfere with level sensing, which produces false negative results. The cause of the discordant hcg result is unknown. The instrument and reagents are performing according to specifications. No further evaluation of this device is required. MDR 2517506-2017-00618 was filed for the same event.

Event description:
A discordant, falsely low human chorionic gonadotropin (hcg) result was obtained on a patient sample on the dimension rxl max system. The discordant result was not reported to the physician. The same patient sample was repeated on the same dimension rxl max system, resulting higher. The repeated result was correct and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low hcg result.